Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. Attachment: medwatch report # mw5154175.

Event description:
User facility medwatch report received that states, "as reported by the edwards field clinical specialist, perclose failed and a 14f esheath was inserted into patient. There was bleeding noted at the groin and a decision was made to upsize to a 16fr sheath. The bleeding stopped and the sapien 3 ultra reslila valve was successfully implanted. At the end, an attempt was made to insert another perclose but failed and a new 16fr esheath was requested to control the bleeding. Vascular surgery performed a cut down and surgically repaired the bleeding. The patient was stable. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".